Manufacturer narrative:
Submit date: 12/09/2015. A review of the information in the complaint file indicates this investigation was performed by a covidien/medtronic technical center for the reported condition of; damaged power cord. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed; power cord was damaged with exposed copper wires. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage, and user damage. The power cord will be replaced to correct the problem. Scd 700 compression system was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2015 the customer initiated a service repair request regarding a broken case and an issue with the power cord. Upon triage on (B)(6) 2015 the service tech found the unit had a damaged power cord with exposed copper wires.